Event description:
Patient reported experiencing elevated blood glucose (288 - 390 mg/dl), for the past 2 weeks. The attempted to lower blood glucose by delivering additional boluses; however, patient's blood glucose did not decrease as expected. Additionally, patient stated that the device does not always produce the correct number of confirmation beeps (1 beep per 0.5u), when programming a bolus.